Event description:
It was reported that a glidewell ht implant placed on (B)(6) 2025 at tooth location #9 failed during implant placement. It was reported that there was no patient injury. The implant was not removed and was not already out when the patient presented. It was reported that the implant site was not infected and no abnormalities with the implant or packaging were observed. The issue was reported by 21 dental group. No additional information was provided.

Manufacturer narrative:
Should the device be returned, an investigation will be performed, and a supplemental report will be submitted with the analysis conclusion. Manufacturer reference: (B)(4).